Manufacturer narrative:
No missing segment or partial display anomaly noted. Device passed displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion and self tests. No unexpected dive/motor anomaly or other motor, rewind errors/loud noise anomalies were noted during testing. No cosmetic damage found during visual inspection noted. Device p-cap or test reservoir locks in place properly and no anomaly noted. Motor was tested outside the device, and it passed. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that there was swirl effect which affect vision when customer rewinds or primes insulin pump and also had partial display. The customer stated that insulin pump was not dropped and clip was broken. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.